Manufacturer narrative:
Additional information was provided by the clinical specialist indicating that the bent pin was observed on one of the controller's power ports. The user did not report any alarms or loss of power to the system. It is unknown if the user applied excessive force when trying to connect the power sources to the controller. It is also unknown if an audible click was heard when the power source was connected to the controller. The device had not been dropped. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the equipment manager that a bent pin was noted on the controller. The controller was exchanged with no reported consequence or impact to the patient. No further information was provided.

Manufacturer narrative:
After further review of additional information received date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes and additional MFR narrative. Have been updated accordingly. The controller, (B)(4), was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. The reported event could not be confirmed. Analysis could not be performed as the device was not returned heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.